Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 12/2022). Device not returned.

Event description:
It was reported that one month post port placement, the catheter was found abnormal. It was further reported that the thrombus was found in the patient. Current status of the patient is unknown.